Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 along with concurrent vaginal hysterectomy and cystoscopy due to symptomatic pelvic prolapse with 2nd degree cystocele, 2nd degree rectocele, 2nd degree enterocele, 2nd degree uterine prolapse and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of eroded mesh on (B)(6) 2011 along with implant of porcine tissue due to dyspareunia and erosion. It was also reported that the patient underwent removal of eroded mesh on (B)(6) 2013 due to dyspareunia, erosion and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.